Manufacturer narrative:
(B)(4). Batch # p5517k. The analysis results showed that one sr75 reload was received unfired with both gripping surface broken off making the reload nonfunctional, and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. No functional test could be performed due to the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the cartridge could not be fed into the jaws properly at the second firing, and the cartridge broke off when the device was closed. Another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did any pieces fall into the patient? No information. Will all pieces be returned with the device? No information.